Manufacturer narrative:
(B)(4). Other devices used: catalog #42527900302, persona tibial articular surface provisional shim, lot #62356758; catalog #42527900500, persona tibial articular surface provisional shim, lot #62320880; catalog #42527900702, persona tibial articular surface provisional shim, lot #62404290; catalog #42527900501, persona tibial articular surface provisional shim, lot #62436450. This report will be amended when our investigation is complete.

Event description:
It is reported that while inspecting the trays, it was noticed that the ball bearings were missing.

Manufacturer narrative:
Visual examination of the returned devices confirms that both of the ball bearings and their associated springs are missing from four of the shims and one set is missing from the last shim. The swage thickness from around the missing bearings were found to be of variable thickness in some sections. Scratches and wear marks visible on the superior surface features of the shim are likely from use of the device. However, there is no visible evidence of product abuse present on the shim. This device is used for treatment. The investigation has identified that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Therefore, zimmer initiated a field action. The related product family code for this event was identified as belonging to an identified trend, per the monthly complaint review process. As such, an investigation was opened for further review. The investigation found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action. It was discovered that sonic cleaning was used on this device.